Manufacturer narrative:
The complainant's spouse refused to disclose what other treatment, if any was conducted during the complainant's hospital stay. He declined to provide any information after the emts transported the complainant to the hospital. Along with refusing to retrieve and provide results from the user's meter he also refused to troubleshoot stating"...it was 'done right', she's been testing her blood for years and knows how to test her sugar..." The caller did state, "....she has been a 'brittle a diabetic' for years and her diabetes is extremely hard to control, she often has extreme swings in her blood glucose levels and this just happens to her....." While trying to access further information regarding the reported event from the complainant's spouse, the consumer was heard yelling to her husband in the background, "... To get off the phone and don't give out any information regarding what happened to her..." The spouse then reported, "... This is what happens to her because she is so 'brittle' he continued to say, "nothing was different with her health she has been fine, she has not been sick, she is a brittle diabetic...." The called ended abruptly. During the call to customer support, it is unknown if the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant's spouse reported "...he found his wife 'unresponsive' at 6:55pm on (B)(6) 2017..." And required medical intervention. The emts arrived within 10 minutes and according to the spouse, the complainant was treated with "IV sugar" and was transported to: (B)(6). The caller declined to provide any further information regarding the reported events.

Manufacturer narrative:
Complaint could not be confirmed. The consumer did not return the test strips in question. Failure analysis of the returned nova max blood glucose meter revealed the device to be within product specification no performance failure was found. Although the complainant did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Use of the consumer nova max link device and the qa strips from the identified lot did not reveal any performance failure. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.